Event description:
A customer reported a cartridge alarm 20 that occurred during the insulin pumping process. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer successfully loaded a new cartridge and resumed insulin therapy independently before contacting customer technical support, resolving the issue without further assistance.